Event description:
Same case as MFR report # 6000130-2005-00459. During a pta/stenting treatment procedure, the sentinol nitinol biliary stent system delivery catheter and the amplatz guide wire became stuck together. The pt was asymptomatic during this event. The lesion being treated was in the subclavian artery. The stent deployed without difficulty, but during withdrawal, the delivery system became stuck with the guide wire. The delivery system and guide wire were removed from the pt as one unit, and the stent remained positioned at the target lesion. An angiogram was performed and the procedure was successfully completed. No pt injuries or complications were reported.